Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified the bio-corkscrew of the suture anchor, biocomposite corkscrew® ft,vented 5.5 x 14 mm with #2 fiber wire® and #2 tigerwire® had broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause can be attributed to improper bone preparation, excessive force being used, or prying/leveraging the screw during insertion.

Event description:
It was reported that during an arthroscopic knee surgery both anchors broke inside the patient during insertion. It was possible to retrieve the broken pieces from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information was provided.